Event description:
Philips received a complaint by the customer on the v60 indicating that there was battery failure. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was battery failure. The investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
It was reported that there was battery failure. Per good faith effort (gfe) response received 30oct2024, the customer was not willing to pay for repairs. The customer was not willing to pay for repairs. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.